Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse programmed ampicillin 1g in a 50 ml bag as a secondary using guardrails, to infuse over 30 minutes. The pump alarmed for fluid side occlusion shortly after the infusion was started, the nurse checked and found no occlusion and restarted the infusion. The nurse left the room briefly and upon her return approximately 2 minutes later the pump was "beeping" an unspecified message and the entire bag was finished. There was no patient harm or medical intervention.